Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported myocardial infarction (mi) is listed in the instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing or design.

Event description:
It was reported that post a mid right coronary artery xience v direct stenting procedure, the patient was noted to have elevated cardiac enzymes after removal of the guide catheter. Although the condition resolved upon hospital discharge the same day without intervention, non q-wave myocardial infarction was diagnosed. No additional information was provided.